Event description:
Information received by medtronic indicated that the customer noticed no delivery alert , dimensional battery life ,stuck button and keypad unresponsive . No harm requiring medical intervention was reported. It was unknown about troubleshooting was performed, customer will discontinue to use the device. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.